Manufacturer narrative:
The device was returned for analysis. The balloon returned partially inflated with crystallised residue present inside the balloon and inflation lumen. The distal tip was pulled proximally into the balloon distal cone and deformed. The proximal inner shaft marker had moved proximally on the inner shaft. The proximal balloon bond was stretched and bunched. Kinks were evident along the distal shaft. The distal shaft was bunched and stretched. Deflation testing was not performed due to the deformation on the distal shaft and proximal balloon bond. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a euphora rx balloon to treat a mildly calcified and moderately tortuous mid lad lesion exhibiting 90 % stenosis. No damage to device packaging or issues removing the device from the hoop. No difficulties noted when removing the protective sheath / packaging stylette from the device. The device was inspected and negative prep performed with no issues noted. The lesion was pre-dilated. During the procedure, the device did not pass through a previously deployed stent. No resistance was encountered when advancing the device or excessive force used. There were no inflation difficulties. Pressure of 14 atm was applied. It was reported that usually a 50/50 concentration of contrast / saline is used however there could have been higher ratio of contrast drawn. The device failed to deflate at the lesion site on the first deflation. The device was not moved or repositioned prior to the deflation difficulties. The balloon and guide catheter were removed from the patient. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.